Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v662597, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and a decrease in therapeutic benefit during the nighttime, as the patient does not make it to the bathroom. The patient would not wake up until after she had already started going. The patient got good relief during the day, would make it to the bathroom, and was able to hold it, but the patient did not get any symptom relief at night. It was also reported that the patient had a shocking/jolting sensation. For the patient to get symptom control at night, the patient turned stimulation up to the point that it was uncomfortable and when it was this high she would get shocked. The patient had tried adjusting stimulation and switching programs, but it did not help. The patient had good control during the day but not at night, which was why she got the implant. The patient had several (six) reprogramming sessions, which would work for a day or so and then would be back to where she started. It was noted that the patient was scheduled to have back surgery on (B)(6) 2012 in relation to a previous cage surgery (back in 2001 and 2005) and wanted to know how to turn stimulation off. The patient wanted to try it and did not want to turn it back on being that she did not feel it was helping. It was noted that the patient would like to go back to the implanting physician and have them take the device out. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.